Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the rep was informed that the patient was having a pocket revision on (B)(6) 2018. The reason for revision was unknown. No further complications were reported.

Manufacturer narrative:
Device code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician told the rep that the patient has pain at the pocket site due to where it was implanted. No device of therapy concerns were reported. The revision resolved the issue. No further complications were reported.